Manufacturer narrative:
No additional information is given by the consumer. No lot code was given, no product was returned for investigation. Tooth fracture is considered a serious injury and a reportable event. However, dental professionals have indicated that a healthy tooth cannot be broken, fractured, or otherwise compromised, and for this type of injury to occur the consumer's teeth had to be compromised in some fashion and is not a result of the floss itself.

Event description:
Her teeth are tight and after trying it she ended up getting the floss stuck between her teeth and broke her teeth. Had to get crown work which cost (B)(6). Tried it again and thankfully it didn't cause any damage but it got stuck between her teeth again and she had to take scissors and cut the floss out, carefully since it was in there so secure. Floss hurt her gum tissue which was no big deal. Since she had to pull the floss again because she couldn't cut it where it was at.